Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she was hospitalized due to low blood glucose. The blood glucose reading was 30 mg/dl at the time of hospitalization. Customer stated that she fainted several times over the last seven months due to low blood glucose. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed during testing due to a faulty capacitor on the interface board. Unable to complete all functional testing due to the alarm. However the device passed the selftest, displacement, rewind, basic occlusion and excessive no delivery alarm tests. A scratched lcd window, cracked reservoir tube, cracked reservoir lip and cracked battery tube threads noted.